Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastric sleeve procedure, during a one second fire of the sleeve resection, the firing stopped and there was a poor staple formation. The handle gave an over indication warning and fired partially. The device was retracted and a manual handle and a new reload were used to fix the staple line and complete the case. There was no patient injury. After the case, the partially fired reload was tested and it fired.